Event description:
A part-time employee had a pt's blood splash on her non-intact skin and contacted rptr for post-exposure check. Rptr suggested she wear gloves. Employee states she avoided using gloves because abrasion was caused by glove use. Employee states her hands clear when she is off work.